Event description:
The customer alleged that he received a blood glucose result that was higher than usual. While troubleshooting, he performed control tests and received a result of 205 mg/dl. The normal control range was 72-104 mg/dl. No adverse events were alleged. Customer service contacted the customer after the initial call to remind him to return his test strips for evaluation. The customer stated that he had disposed for the test strips, so no product could be returned. Replacement test strips were sent to the customer.